Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, (B)(4), lot number huzd1354 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair recurrence of hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventralex st, patient was diagnosed with hernia recurrence and inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists inflammation as a possible complication. Updated fields. (UDI no), d. 6b (date of explant). Corrected field. (Manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huzd1354 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair recurrence of hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with reducible umbilical hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿the umbilical skin was dissected off the hernia sac. The sac was then reduced and dissected away from the edges of the fascia. The ventralex st medium sized mesh (device #1) was placed into the preperitoneal space and anchored to the fascia using suture.¿ on (B)(6) 2016 - patient was diagnosed with incisional hernia. On (B)(6) 2016 - patient underwent laparoscopic repair with removal of mesh (device #1). Per operative notes, ¿the hernia sac and old mesh (device 1) were removed. The ventralight st mesh (device #2) was placed against the anterior abdominal wall using echo positioning system and tacked circumferentially.¿ attorney alleges that the patient had nerve damage, pain, hernia recurrence, removal surgery and emotional injuries.